Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Failure analysis: both fiber caps detached, but were still attached to the fiber. The metal and glass cap region are burnt as a result of detritus build up. The outer flow tube is damaged / melted at open end of fiber attachment to metal cap area. The fiber is broken proximal to fusion zone. The fiber/cap conditions would result in forward-firing. The most probable root cause that contributed to this failure was suspected to be related to user handling/equipment issues.

Event description:
It was reported that the fiber cap became black. The surgeon tried to clean it and the fiber no longer worked. The physician did not choose to use another fiber; the case was completed with a turp. There was no report of patient injury.